Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: part: 02.117.204s, lot: 5l33446, supplier: (B)(4), release to warehouse date: july 23, 2019, expiry date: june 01, 2029. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Visual inspection: the 2.7/3.5 va postlat dhp 4h/rt/88-medium-s was returned and received at us customer quality (cq). Upon visual inspection, no defects were observed on the plate. All the threads of the locking holes looks intact and no other defects was found on the plate. Functional test: the functional test cannot be performed at cq as no locking screws/mating screws were returned. Dimensional inspection: a dimensional inspection was not performed due to complex geometry of the plates/locking screw holes. Document/specification review: based on the date of manufacture, the current and latest drawings were reviewed. Investigation conclusion: the complaint condition was not confirmed for the 2.7/3.5 va postlat dhp 4h/rt/88-medium-s. During the investigation, no product design issues or discrepancies were observed. No manufacturing issues were noted during investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Therefore, it has been determined that no corrective and/or preventive action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D7: it is unknown if this single use device was reprocessed and reused.

Manufacturer narrative:
Product complaint #: (B)(4). Additional product code : hwc. Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, the patient underwent for a surgery. During the surgery, the locking screw would not engage and locking into the plate. The surgery was completed successfully with 20-25 minutes delay. The patient condition was unknown. Concomitant device reported: unknown screwdriver (part# unknown; lot# unknown; quantity: 1). This complaint involves two (2) devices. This report is for (1) 2.7/3.5 va postlat dhp 4h/rt/88-medium-s. This report is 1 of 2 (B)(4).